Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) observed multiple logins attempts with drawer cubie failures, reseated the cable, and tested drawer 2.1 in hardware test application. The fse also added more cubies and completed an inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, main drawer 2.1 failed to operate. Additionally, the three cubies within the drawer also failed and would not release or unload. The customer stated that this issue caused a delay in patient care. No adverse events or patient injuries were reported in connection with this incident.